Event description:
The customer reported the loss of a diagnostic live image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.